Event description:
We received an allegation about discrepant results for an unspecified number of patient samples tested with multiple assays on a cobas 8000 cobas c502 module compared to a different cobas 8000 cobas c502 module. Discrepant results for 1 patient plasma sample tested with a calcium (ca) assay and a glucose (glu) assay were provided as an example. Ca: initial result: 1.8 mg/dl. Repeat result: 9.86 mg/dl (tested on another c502). Glu: initial result: 2.2 mg/dl. Repeat result: 111.2 mg/dl (tested on another c502). No questionable results were reported outside the laboratory and the samples were repeated. The repeat results were deemed to be correct.

Manufacturer narrative:
The ca reagent lot number was 775828. The expiration date was not provided. The glu reagent lot number was 754374. The expiration date was not provided. The customer stated that qc is performed daily and it is successful. The alarm trace showed a sample short alarm, multiple sample clot detection alarms, and an r2 reagent probe up/down alarm. The field service engineer found that the locking nut for the reagent sample probe was left in an incorrect position. He adjusted the locking nut for the reagent sample probe to the correct position. He also checked the rinse mechanism tubing and adjusted the rinse mechanism head. A mechanical check was performed and it was acceptable. Precision studies were performed and they were within specifications. The customer performed qc and it was successful. The investigation is ongoing.

Manufacturer narrative:
The glu calibration was last performed on (B)(6) 2024 and was acceptable with no noted alarms. The ca calibration was last performed on (B)(6) 2024 and was acceptable with no noted alarms. The alarm trace showed an abnormal aspiration alarm. This could be an indication of a possible poor sample quality. The root cause was consistent with a maintenance issue. The service actions (adjusting the locking nut for the reagent sample probe to the correct position, checking the rinse mechanism tubing, and adjusting the rinse mechanism head) resolved the issue. No further issues were reported afterward.